Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2022, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 15-jan-2004, UDI#: (B)(4). Product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-jul-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving fentanyl (4000 mcg/ml at 2250.5 mcg/ day) and bupivacaine (4.0 mg/ml at 2.2505 mg/day) via an implantable pump for unknown indications for use. It was reported that surgery was scheduled to see why there was a discrepancy in the pump volume at a refill appointment. On the date of surgery (B)(6) 2022, the patient stated that they had been having some issues and not feeling like they were having much pain control from the pump. During the surgery, a kink was found in the catheter. The physician tried to aspirate the catheter and was unsuccessful through the existing catheter. The physician removed the catheter section that included the kink and was able to successfully aspirate the catheter. There was a discrepancy in the reservoir volume of the pump at the time of surgery. The pump volume read 2.1ml and 38.5 ml was removed from the pump. The physician decided to replace the pump as well. There were no known factors that may have led or contributed to the event. There were no troubleshooting had been done prior to the surgical exploration. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
The pump and the catheter were returned. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. The catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.